Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device failed to display an occlusion error or alert message. The caller also alleged that when the device is put into stop mode, the vibra-alarm and audible alarm was no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.